Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms had occurred during bolus. The customer's blood glucose was not impacted. It was indicated that the event date is an approximation. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. It was indicated that the customer would obtain insulin pens for alternate insulin therapy and has backup pump available.